Event description:
The manufacturer received information alleging a ventilator service required error was observed when extracting log data, in addition to internal motor contamination for a trilogy evo, korea device. There was no allegation of harm or injury reported. The device was not in patient use. During the evaluation of the trilogy evo, korea device at the manufacturer's service center, an error code indicating that the internal battery cannot be detected was observed in the event log. The device's internal battery pack was replaced to address the issue. Additionally, the device's blower assembly was replaced to address the "corrosion and contamination of blower surface only partially". The cooling fan assy bottom and top were cleaned due to contamination. The air inlet foam filter and muffler assembly were replaced for four-year preventive maintenance requirements. It was noted that in order to protect trilogy evo and the patient's respiratory tract from dust and particulate matter particulate filter is required. Insert particulate filter before use. The unit passed final test.